Event description:
The suspect device result was 283 mg/dl. The user passed out and their family called an ambulance. The emts checked their glucose and the level was 28 mg/dl. User was treated with an IV. Controls were not used. The device was replaced and requested to be returned for eval.